Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one sprinter legend rx rapid exchange balloon dilatation catheter to treat a severe coronary artery stenosis. It was reported that a balloon rupture occurred during pre-dilatation. No patient injury reported.

Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion was narrow with severe calcification. The device was inspected before use with no issues noted. There were no issues noted with negative prep. Resistance was noted while advancing the device to the lesion. Excessive force was not used. The burst occurred on the first inflation. The device was not moved or repositioned while inflated. A dissection occurred with no blood flow. Four non-medtronic stents were implanted to treat the dissection with no blood flow, with no issues. After the stents were implanted, the patient was safely off the operating table. The patient is healthy. No further patient injury was reported. Sections b.1. Adv evnt/prod prob, b.2. Outcome attributed to adverse event and h.1. Type of reportable event updated. Correction: it is believed that the rupture was caused by the severe calcification of the lesion, damage to the calcified nodule or balloon quality problems. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.